Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation identified the need to reload system software, reformat cine drive and replace the x-ray controller with a new generator interface board (gib). All steps completed and the gib component replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently cine play back system would lock up on the 9800 system. The system would require reboot to work as expected. There was no report of pt injury.